Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. A few days later, consumer had swelling at the site, removed the earring and returned it to the retailer. Three weeks later consumer sought madical treatment for infection and was prescribed antibiotics. Later consumer had an incision and drainage done on the abscess. Approximately 5 months later consumer had outpatient surgery on the ear for reconstruction and was prescribed antibiotics.